Manufacturer narrative:
Section a2, a3a, a3b, a4, a5 and a6: not applicable, as there was no patient contact with the device. Section d6a: if implanted, give date: not applicable, the lens was not implanted. Section d6b: if explanted, give date: not applicable, the lens was not implanted. Hence, not explanted. Section e1: email address: unknown/not provided section e1: state, province, or territory and post office or zip code: unknown/not provided section e1: initial reporter: telephone number: (B)(6). Device evaluation: product evaluation was not performed because the product has not been received. The complaint issue reported could not be confirmed. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search of complaints related to this production order (po) was performed. The search revealed that no other complaints were received for this po. Conclusion: based on the investigation, no malfunction or product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Event description:
It was reported there was a defective haptic of a preloaded monofocal intraocular lens (iol) upon opening its packaging. The device had not been utilized, and there was no contact with the patient¿s eye, resulting in no involvement or impact on the patient. No further information was provided.